Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 3.0x32mm drug eluting stent to the mid circumflex (cx) artery. The patient presented approx four months later with restenosis, which was treated using a taxus express2 3.0x24mm drug eluting stent. No patient complications were reported. Patient condition is noted as "ok." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.